Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). Fluoroscopy was performed and noted that the electrode was outside of the generator pocket. The physician elected to extract the lead and upgraded the device to quadripolar lead and device. The lv lead was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.